Manufacturer narrative:
B3: date of event: date is estimated as this information is not available. D6a: implant date: date is estimated as this information is not available.

Event description:
It was reported that the stent fractured, requiring additional intervention. This 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use during an endovascular therapy procedure to treat a 100% occluded, moderately calcified superficial femoral artery lesion. During the procedure, it was noted that the guidewire was passed through the chronic total occlusion and may have created a false lumen. Then this eluvia stent was deployed, and it was noted that part of the stent may have been outside the vessel wall in the free space created by the guidewire. Post procedure and prior to discharge, follow-up angiography was performed which showed the middle portion of the stent was fractured and separated. Another stent was subsequently placed. It was noted that the stent may have fractured in the false lumen space. There was no patient injury.